Event description:
It was reported to the manufacturer, by the end user, per the end user, per reporting: at 2:30pm on (B)(6) 2021, patient called to report an incident that allegedly involved the following product or device: bed extender for easycare beds. Patient reported that the following occurred within the past few days, exact date/time is unknown: patient reported to me that a resident was injured while leaning/pulling on this product. It is not clear to him whether the resident was using it to turn over in bed, or if the resident was using it from outside the bed to pull themselves up. The bed extender snapped off of the frame of the bed and patient reported the resident was injured. The weld on the bed extender that hooks over the bed frame at the head of the bed, is the piece that snapped off. This is the part of the extender that accepts a mobility bar, the account manager at direct supply is receiving pictures from the customer. The nature of injuries is unknown. Patient reported that the injured party received medical attention. The product has been taken out of use. The resident's weight is (B)(6) (approximately) lbs. Patient said that at the time of the incident, there were no other people present. Complaint #(B)(4) and ra#(B)(4) was entered into our system to have the bed extenders returned. As of this writing, the product has not been returned for investigation.